Event description:
It was reported that the customer's pump screen was broken, rendering the touchscreen unresponsive and unreadable. There was no reported adverse impact to the customer's blood glucose level. The customer received a replacement pump for continued insulin therapy.